Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements and complete loss of capture. In addition, the lead had not been sensing appropriately for the past four months. The patient with this lead has an intrinsic sinus rhythm. A lead revision is intended in the near future. It was felt this was lead related and there was no device malfunction. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead currently remains implanted and it is not known when it will be explanted, as the revision procedure has not been scheduled. Should the lead be returned and analysis performed or additional information become available, an amended report will be provided.

Event description:
- -

Manufacturer narrative:
- -